Event description:
Customer reports meter results of 454 mg/dl, 95 mg/dl, 100 mg/dl, and 86 mg/dl within 10 mins on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.